Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed stuck button. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer stated was unsure if they pressed a button down for three minutes or longer. It was reported that the insulin pump was also not exposed to change in altitude. It was also mentioned that the insulin pump had a crack. It was reported that the customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit passed self-test and displacement test. Unit failed leak test, unit leaked at a crack on the back of the case. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit was received with cracked case on the back at the battery tube area, reservoir tube lip and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged. Unit received with faded serial number label.